Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported that there was oxidation or contamination on connector. No patient complications were reported.